Event description:
On (B)(6)2004, I underwent a right total hip arthroplasty. I received the depuy lcs system using a metal and metal acetabular rock component with a size 56 sector ii cup and a size 13 corail femoral stem. Soon after surgery I began experiencing pain and difficulty with the implant. By 2008, the pain had become so bad I was barely able to walk. On (B)(6) 2012, my physician recommended that I undergo a revision surgery. On (B)(6) 2012, chromium and cobalt testing revealed elevated levels within my blood. Since the implantation of the device, I have experienced severe pain, discomfort and inflammation in the right thigh and right hip area. I also experience extreme discomfort when sitting, walking, or standing for periods of time. Eventually, I will require the recommended revision surgery to remove the device and replace it with another hip implant. Diagnosis or reason for use: degenerative joint disease, right hip.